Event description:
It was reported that during an unknown procedure, a small piece of the single use biopsy valve broke off in the patient's lung. It was then successfully retrieved from the patient's lung. Additional information was requested but not available at this time. There were no further reports of patient harm. Date of event is unknown. Additional information will be provided if available.